Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was attached to the needles when the proglide plunger was removed. A new proglide suture was successfully pre-placed. No other proglide device was available to pre-place a second suture. The sheath was upsized and the aaa procedure was completed. Hemostasis was achieved successfully with the pre-placed proglide suture with no bleeding seen after closure. Manual arterial compression was also used for safety; however, was not necessary as the access site was reported to have been closed with the proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.